Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number of the lariat device was not reported or able to be ascertained. There were no procedure reported device malfunctions or complications.

Event description:
It was reported that on (B)(6) 2019 a male patient underwent a left atrial appendage management procedure via the lariat device. There were no complications and complete closure was obtained. Patient was discharged home on (B)(6) 2019. On (B)(6) 2019 the patient suffered a fall, temporary unconsciousness and was taken to the ER. Patient developed ventricular fibrillation (vf) and went into cardiac arrest. Upon recovering from vf, organ damage was noted. Patient was transported to another facility where he expired on (B)(6) 2019 after support was withdrawn. There was no reported device malfunction, and the adverse event was the result of a procedural complication.